Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the programmer had telemetry failing out during interrogation of the patient¿s device. The programmer and head show full bars for telemetry, the programmer starts the software and starts interrogating the device, then a few seconds into the interrogation process the telemetry bars go away and there is an error message to reposition the programmer head and try again. A different programmer was tried but also had the same issues as the first programmer. The next day the field representative reported that they were able to interrogate the patient¿s device with their programmer. A software issue with the other programmers is suspected. No patient complications have been reported as a result of this event.